Manufacturer narrative:
The reported complaint of stretched helix was confirmed. Visual inspection showed that the outer helix was not within specification which is consistent with occurring procedure related damage. Electrical tests were performed, and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had sprung. The device was removed and replaced during procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported complaint of stretched helix was confirmed. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection found that the outer helix was not within specification which is consistent with occurring procedure related damage. Electrical tests were performed, and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.